Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 24 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the size 6 feeding tube was in situ for 3 days and patient was found with milk coming from their nostril. The milk was found to be coming from a split in the tube. Additional information received 11-feb-2021 indicated no medical intervention was required. Feed was stopped, tube removed, and damage noticed upon removal. No feed went into the lungs.